Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 181, 217 and 240 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 87 mg/dl and 90 mg/dl. The product is stored according to specification in the computer room. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date at time of call is two weeks ago. When asked about the low reading of 74 mg/dl in the meter memory, the customer stated that he was late in picking up his wife so he went a while without eating so it seemed accurate. The customer stated he is insulin dependent. The meter memory was reviewed for previous test result history: (B)(6). The customer was asked about low reading of 74mg/dl. Customer states that he was late in picking up his wife so he went a while without eating so that seemed accurate.